Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and delivery accuracy test or verify possible under delivery anomaly due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a possible delivery anomaly. The customer¿s blood glucose level was 274 mg/dl and 247 mg/dl. The customer's mother that the blood glucose was treated with insulin pump and manual injection for high blood glucose level. Troubleshooting was performed. The customer's mother was advised that the device would need to be replaced and agreed to return the insulin pump for analysis.